Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that pt was admitted into the hospital with shortness of breath and not feeling well. The pt had been off coumadin for several months due to nosebleeds and gi bleeding. The system monitor was checked and a pump stop was seen with power draw as high as 17 watts. The pt felt dizzy at the time and described having coke colored urine, which he has had in the past. Heparin was started. A driveline kink covered with tape was also noted and x-rays of the pump driveline and waveforms were being sent into the manufacturer for review. It was noted that the pt had been receiving radiation for his esophageal mass.